Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device's defib output was out of specification. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device data file and the device performed to specification. Review of the device data file indicated variance in patient impedance due to artifacts. Review of the data file indicates the impedance measurement at the time of delivery correlates with energy delivered. This investigation is being closed as device meets specification. No trend is associated with reports of this type.